Event description:
Reference number (B)(4). Event occurred in the united states on 03-july-2024, it was reported by the patient that he was hospitalized due to hyperglycemia. High blood glucose level was 500 mg/dl and current blood glucose level was 30 mg/dl. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.